Event description:
It was reported that the customer was experiencing unexplained high blood glucose. The blood glucose reading at time of call was 137mg/dl. It was stated that the customer visited his doctor and was treated with the insulin pump. Troubleshooting was performed. The time, date, and bolus wizard were correct, but the settings were incorrect. Assisted the customer with correcting the settings. Ran a fixed prime test and the insulin did exit. Performed the high pressure test and the test failed twice. Advised that the customer should revert to back up plan and the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.